Event description:
On (B)(6) 2015, this (B)(6) female underwent a total right hip arthroplasty under dr. (B)(6) (B)(6) hosp. A stryker rejuvenate modular stem and neck device was implanted. On (B)(6) 2012, stryker issued a voluntary recall of the a stryker rejuvenate modular stem and neck. A reactive issue and corrosive phenomenon had been determined to affect some of the patients with the implant. The concern is for chromium and cobalt fretting out into the tissue of the affected patients causing severe tissue damage. Pt became symptomatic with her hip and went to see dr. Thane morgan. Right hip aspiration was done on (B)(6) 2015. On (B)(6) 2015, pt underwent revision of the right hip and had the stryker rejuvenate device explanted by dr. Thane morgan. Extensive debridement of the joint was done.